Event description:
It was reported that during a pph procedure, the staple line was incomplete. The staples were malformed or not formed. Some staples were curved on one side of b and not on the other. The device cut, some areas of the staple line was fine, most of it was not. Completed procedure manually. The pt required additional hosp stay.

Manufacturer narrative:
Info anticipated, but unavailable at this time.